Event description:
Additional information received from an hcp via a clinical study indicated that the pump was turned to minimum rate on (B)(6) 2020. On (B)(6) 2020 the patient was doing ok on minimum rate, but desired an increase in intrathecal baclofen. The patient was sent for a catheter evaluation on (B)(6) 2020, and again aspiration was unsuccessful. On (B)(6) 2020 it was noted that the patient desired a catheter revision and re-initiation of intrathecal baclofen. The event was ongoing and no action was taken. The etiology indicated that the event was related to the device/therapy and was related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot#/serial# (B)(6), implanted: (B)(6) 2011, product type catheter product ID 8711, lot#/serial# (B)(6), implanted: (B)(6) 2007, product type catheter product ID 8596sc, lot#/serial# (B)(6), implanted: (B)(6) 2011, product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: updated/corrected b1. No adverse event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8711 lot# serial# (B)(6) implanted: 2011 (B)(6) explanted: product type catheter product ID 8711 lot# serial# (B)(6) implanted: 2007- (B)(6) explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: 2011 (B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711 serial/lot# (B)(6) , ubd 2009-10-18, UDI# (B)(4) section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc serial/lot# (B)(6) , ubd 2012-01-22, UDI# (B)(4) h6 ¿ corrected information: patient code c62946 is not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was filled with saline on (B)(6) 2020.

Event description:
Corrected information: in the initial MDR, the following sentence ¿at the pump replacement the surgeon could aspirate the catheter, so they just left it.¿ should have read ¿at the pump replacement the surgeon could not aspirate the catheter, so they just left it.¿. The initial MDR should also have included the following statement: on (B)(6) 2020, the pump was filled with saline. Additional information: additional information was received from a healthcare professional (hcp) via a company representative. On (B)(6) 2020, the hcp reported that it was their practice to do ultrasounds before refills at their clinic. Per the hcp, they found the catheter in front of the pump in the pump pocket and this was verified with fluoroscopy. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-jan-04 at time of catheter revision, it was noted that the pump segment of the catheter was not properly secured to pump. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 08-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 500 mcg/ml at minimum rate via an implantable pump. On (B)(6) 2020 it was reported that the patient had a non-functioning catheter that they believe is displaced outside of the spine. Per the reporter, this was discovered when the pump was replaced in (B)(6) 2020. At the pump replacement the surgeon could not aspirate the catheter, so they just left it. No further complications were reported or anticipated regarding the event.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was updated to catheter disconnection at pump. It was noted that the pump segment connector was not secured properly to the pump which was determined as the cause for the unsuccessful aspiration. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.